Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the device was used to treat a previously stented lesion with mild tortuosity, calcification and 90% stenosis, which may have been a contributing factor in this case. Unfortunately, without the device to examine, a conclusive root cause for the reported balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first inflation, the balloon ruptured at 6 atm. Reportedly, there were no pt effects. No additional event or pt info is available.